Event description:
It was reported that the md punctured a patient's left femoral artery & inserted a super arrow-flex (saf) sheath with dilator. The md attached the blue one-way valve & pulled a vacuum on the balloon catheter twice, while the iab was still in the tray to wrap the balloon tightly. After prepping the intra-aortic balloon (iab), the md grasped the catheter closely & removed it from the tray horizontally per the instructions for use. During the iab insertion through the saf sheath, the balloon stopped advancing & as a result, the iab stuck in the saf sheath. The md tried to advance the balloon catheter, but he could not pass it through the saf sheath "due to critical resistance." The md removed the saf sheath & balloon catheter together from the patient & opened another iab-05840-u. The md used a new saf sheath & balloon catheter to successfully complete the insertion in the same insertion site (left femoral artery). There was no excessive bleeding during the procedures. There were no reported patient complications or injury. Medical/surgical intervention was not required. It was reported that the therapy was interrupted for 10 minutes. The patient outcome is listed as "the patient did not have complications and is fine."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.